Manufacturer narrative:
Conclusion: the impossibility to insert a new lead in the ventricular channel during the re-intervention resulted from the presence of a silicone portion of the explanted lead (the focus model), which was still in the ventricular pacemaker port. The focus lead connector was inadvertently damaged when removing it from the generator. This damage is unrelated to the oversensing observed when the lead was implanted. The pulse generator is operating as intended after removal of the silicone fragment.

Event description:
Reportedly, the pt was having ventricular pause (dizziness) caused, according to physician, by over sensing of myopotential related to pt arm movement with a unipolar ventricular lead. (Ela medical focus t83 lead impedance remains stable: 531 ohm) decision was made by the physician to change this unipolar ventricular lead for a bipolar lead. The lead was easily removed from the connection but it was impossible to introduce correctly the new lead in it: something was obstructing the way, couldn't completely insert the lead in its connection. The screw didn't appear to be the problem. We can see in the device some sort of deposit in the distal tip of the connection. Pacemaker had to be changed in order to correct this situation.